Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that it provided an alarm indicating higher peep (positive end expiratory pressure) than set. Additionally, ventec observed that the exhaled tidal volume (vte) levels were low. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of displaying an alarm indicating "high peep," as well as having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.